Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (20 mg/ml at 13 mg/day), clonidine (450 mcg/ml at 292 mcg/day), and marcaine (7.5 mg/ml at 4.8 mg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred on (B)(6) 2017. The patient experienced ¿abstinence symptoms¿ due to the stall. Troubleshooting included interrogation with a programmer. Actions included substitution therapy. Surgical intervention was planned. There were no contributing factors to the event. The issue was not resolved. The patient status was alive ¿ no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s pump was explanted in (B)(6) 2016. It was reported that the patient outcome was noted as ¿ok.¿ no further complications were reported and/or anticipated.